Event description:
This lv lead has an unknown implant information and remains implanted this time. A call was placed to technical services on 4/10/2017 stating that at gen change and using lead repair kit for mdt model 4194 lead. No physician or hospital known. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).